Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of her essure coils had migrated into her uterine lining'), embedded device ('one of her essure coils had migrated into her uterine lining') and device breakage ('her other essure coil began breaking apart') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), pelvic pain ("increasingly severe pain/ chronic pelvic pain"), pelvic discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), dyspareunia ("pain during intercourse") and alopecia ("excessive hair loss") and was found to have weight decreased ("dropped down to 99"). At the time of the report, the device expulsion, embedded device, device breakage, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, rash, dyspareunia and alopecia had not resolved and the weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, device expulsion, dyspareunia, embedded device, menorrhagia, pelvic discomfort, pelvic pain, rash and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of her essure coils had migrated into her uterine lining'), embedded device ('one of her essure coils had migrated into her uterine lining') and device breakage ('her other essure coil began breaking apart') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), pelvic pain ("increasingly severe pain/ chronic pelvic pain"), pelvic discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), dyspareunia ("pain during intercourse") and alopecia ("excessive hair loss") and was found to have weight decreased ("dropped down to 99"). At the time of the report, the device expulsion, embedded device, device breakage, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, rash, dyspareunia and alopecia had not resolved and the weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, device expulsion, dyspareunia, embedded device, menorrhagia, pelvic discomfort, pelvic pain, rash and weight decreased to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to tile following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2020: reporter and event lose weight were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('her other essure coil began breaking apart'), embedded device ('one of her essure coils had migrated into her uterine lining') and device expulsion ('one of her essure coils had migrated into her uterine lining') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/ chronic pelvic pain"), pelvic discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), dyspareunia ("pain during intercourse") and alopecia ("excessive hair loss") and was found to have weight decreased ("dropped down to 99"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, embedded device, device expulsion, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, rash, dyspareunia and alopecia had not resolved and the weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, device expulsion, dyspareunia, embedded device, menorrhagia, pelvic discomfort, pelvic pain, rash and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed; in (B)(6) 2016: results: one essure coil had migrated into uterine lining. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: mr received: reporter added. Essure removal date and surgeries were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of an adult female plaintiff, on 04-aug-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. Shortly after undergoing the essure procedure, an hsg test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, excessive rashes, and pain during intercourse, and excessive hair loss. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. In or around (B)(6) 2016, plaintiff underwent a second hsg test and was advised that one of her essure coils had migrated into her uterine lining and her other essure coil began breaking apart. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality safety evaluation received on 12-sep-2016: ptc global number (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function, if all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to tile following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and her second hysterosalpingogram showed that one of her essure coils had migrated into her uterine lining and the other essure coil began breaking apart. She sought treatment for her symptoms, but was unable to resolve her symptoms. Device dislocation and embedment are listed in the reference safety information for essure, while device breakage was regarded as listed, after ptc analysis. Although the exact date and mechanism of this device migration and embedment are unknown, given the nature of these events, a causal relationship between these events and essure inserts cannot be excluded. Given the nature of device breakages, a causality with essure cannot be excluded either. This case is regarded as incident due to serious injury associated with essure. Based on the product technical complaint analysis, there is no relationship between the reported event and a quality defect. Further information will be obtained through litigation process.